Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent a redo pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with an unk_smart touch unidirectional catheter and suffered cerebrovascular accident (cva). The procedure was considered to be challenging due to difficult patient¿s anatomy (dilated left atrium (la) and slow signal attenuation during rf delivery). Excessive ablation was performed, pvi was achieved and the procedure was successfully completed with no immediate patient consequences. On post-procedure day 3, the patient presented cva symptoms (confusion, partial paralysis and loss of hearing). The patient was readmitted to the hospital and transferred to the intensive care unit (ICU). Magnetic resonance imaging (MRI) and CT scans were performed and showed a stroke was experienced. Additionally, there was a query regarding a possible esophageal fistula occurrence. Subsequent scans have not found evidence of a fistula. Hence, fistula has been excluded as a procedure complication. Extended hospitalization was required as a result of the event. The event was assessed as ¿disability or permanent damage¿ since the patient suffers from confusion. The patient was reviewed recently in clinic. The patient has improved in their symptoms and was discharged from the hospital. No ongoing paralysis and full hearing has returned. However, the patient still becomes confused at times (related to stroke). The physician suspects that commencing radio frequency prior to therapeutic activated clotting time (act) level may be the cause of the stroke. The physician stated that heparin was administered immediately after transseptal puncture. However, took a significant amount of time to increase.

Manufacturer narrative:
It was reported that a male patient underwent a redo pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with an unknown smart touch unidirectional catheter and suffered cerebrovascular accident (cva). In initial report, outcomes attributed to adverse event is disability or permanent damage section was unchecked in error. The event was assessed as ¿disability or permanent damage¿ since the patient suffers from confusion. Manufacture reference no: (B)(4).